Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2015 at 21:28:10. During night drain cycle 5, the patient's ultrafiltration reading was 1110ml, indicating the home patient drained 1110ml more than their maximum programmed fill volume of 1700ml no additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. It was found that the minimum drain volume was inappropriately programmed and that the user had bypassed twice during therapy. Upon conclusion of the investigation, the cause of the iipv could not be determined. Should additional relevant additional information become available, a supplemental report will be submitted.